Event description:
Dealer states chair in accident 2 mos ago involving a police car while the end user was in the chair. The provider was not forth coming with additional information due to hippa laws. Did say 2 broken legs for injury and substantial damage to the chair.